Event description:
It was reported that following the implant procedure of the implantable pulse generator (ipg) communication with the device could not be established with the remote control or clinician programmer. The physician noted electro cautery was not used during implant procedure. Patient was provided additional charging instructions but communication issue did not improve. The patient underwent a procedure where the ipg was replaced. Patient did well post-operatively.

Event description:
It was reported that following the implant procedure of the implantable pulse generator (ipg) communication with the device could not be established with the remote control or clinician programmer. The physician noted electro cautery was not used during implant procedure. Patient was provided additional charging instructions but communication issue did not improve. The patient underwent a procedure where the ipg was replaced. Patient did well post-operatively.

Manufacturer narrative:
The returned device was analyzed, and revealed that the battery started depleting at an alarming rate after the implant procedure due to excessive quiescent current leakage, suggesting that the device was damaged by high-voltage transients or high rf (radio frequency) energy during the second procedure. A labeling review was performed on the implantable pulse generator (ipg) instructions for use IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers concluded that the reported communication difficulties was due to unintended use error caused or contributed to event.